Event description:
It was reported that while the epg (external pulse generator) was being checked by the biomedical engineer, it was found the ventricular current output was reading too high. The epg was returned for repair and calibration. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. Upper and lower cases are broken. Battery release, heart block, lead flex cover, and heart wire contacts are contaminated. One side bail cover is broken. Battery contacts are compressed. Keyboard pad is out of specification (delaminated). Battery drawer o-ring is missing.